Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt) medication. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a small device related thrombus (drt) on the top of the closure device. Patient was removed from dapt and placed on a dual oral anticoagulant (doac), and a follow up tee was scheduled in six (6) weeks. The patient was discharged.

Manufacturer narrative:
B5: information added. H6: evaluation conclusion code updated from cmc - no problem detected to known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt) medication. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a small device related thrombus (drt) on the top of the closure device. Patient was removed from dapt and placed on a dual oral anticoagulant (doac), and a follow up tee was scheduled in six (6) weeks. The patient was discharged. It was further reported that the device was a 31mm watchman flx pro closure device. The drt was biased towards the limbus, laminar in morphology, and was not mobile. The chads-vasc score was 4 and the has-bled score was 3. The drug regimen was therapeutic consistently, pre-procedure being coumadin 5mg and post procedure dapt consisting of aspirin 81mg and plavix 75 mg.